Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that it was the surgeon's first time using the ar-1317ft nano corkscrew anchor. The anchor broke into multiple pieces as soon as it made contact with the patient. The rep reported the surgeon drilled correctly. Then as they went to implant the anchor as soon as the anchor made contact with bone the titanium implant split down the middle into two separate pieces. The broken pieces were removed from the patient. Another nano corkscrew was opened and was implanted perfectly without issue. No pictures were taken. The small pieces of metal were removed from patient and discarded by facility.